Event description:
It was reported the patient complained of leg pain. The patient presented in ER with diaphoresis and rapid heart rate and was admitted to ICU. The pump read low reservoir volume alarm occurring. The patient has also on oral baclofen 40mg 3x's/day since 2005. The patient was exhibiting decreased bp, increase fever and tachycardia. The neurosurgeon stated the patient was not getting baclofen and the catheter was not where it should be.

Manufacturer narrative:
This report is being submitted following an internal audit.